Manufacturer narrative:
There was no patient injury. It was noted that the line leaked at the suture wing on the extension side. A review of the dhrs and inspection records was conducted and no similar concerns were found. One device was returned for analysis. The area of separation exhibited an uneven edge characteristic of undue tensile force having been applied to the catheter. Leakage could not be confirmed, so a definitive root cause could not be established for the leakage. Factors that can contribute to breakage and leakage include improper securement techniques, flushing the catheter despite resistance, and flushing the catheter with a syringe smaller than 10 ml. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
Broke (B)(6) 2016, cat#384466, lot number-11126878. Details: placed in a (B)(6) male baby, np attempted to flush line for occlusion on patient side of alaris pump. Line noted to leak at suture wing on extension side.